Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient receiving morphine 500mcg/ml for a to tal dose of 43.94 mcg/day via an implantable pump for non-malignant pain and post laminectomy syndrome. It was reported the pump was alarming/beeping due to having an empty pump. Patient stated she moved from (B)(6) to (B)(6) and has been having trouble since finding an healthcare professional (hcp) willing to see her, so it was unknown if patient had missed a refill or not. Patient stated the pump ran out of morphine in (B)(6) 2016 and the pump had been beeping every 30 minutes. Patient wanted to know what to do about the alarm. It was reviewed a list of hcps could be provide to the patient, but unfortunately we have no control over hcps seeing patients. It was also reviewed if patient had a primary care physician (pcp), the patient could talk with them to see if they would make arrangements to have a manufacturer representative turn the alarm off, which would have to be done in a healthcare setting with an hcp. That needed to be discussed with pcp first. It was noted patient got 6 boluses a day. The hcp told rep they wanted to replace the pump as it has been dry for a couple months. Rep reviewed the event logs and the empty reservoir occurred 3 days ago ((B)(6) 2016), therefore the pump had only been dry for 3 days. Rep discussed that the low reservoir alarm occurred back in (B)(6), and requested pump off authorization for as hcp wanted to turn pump off today ((B)(6) 2016). Rep will discuss with hcp that the pump has only been dry for 3 days and see if the hcp wanted to reevaluate the decision to replace the pump knowing it has only been dry for 3 days. No symptoms reported.

Event description:
Additional information received from the representative reported an hcp initially reported the event to them. The empty pump was resolved by being filled with preservative-free normal saline until the clinic could get the drug for the pump. The issue was considered resolved. Additional information received from the consumer reported the alarm was off, and they were waiting for medication refill authorization for the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.